Event description:
It was reported that the ilet was not displaying glucose values while the patient was using a dexcom g7, with earlier low readings reported on the cgm that were not corroborated by a glucometer; later checks showed cgm 128 mg/dl and fingerstick 140 mg/dl after the customer re-paired the g7 to the ilet by toggling g6 to g7 and reentering the pairing code, indicating a cgm signal loss and pairing failure. Symptoms included no clinical symptoms of hypoglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer troubleshooting guidance to re-pair the cgm to the ilet and a monitoring period to allow pairing to complete. Investigation of this case revealed that the ilet had no active cgm data due to signal loss and a failed pairing sequence between the dexcom g7 and the ilet, while the cgm sensor itself was recently changed and later produced values consistent with the glucometer. It was concluded, based on previously established findings for similar reports, that the cause was a communication and pairing issue between the external cgm and the ilet.